Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had scratched display window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose was 111mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. The customer mentioned that she was in the hospital and they amputated her leg. No further information was provided.